Event description:
It was reported that a pt presenting with subarachnoid hemorrhage (sah) of a middle cerebral aneurysm (2mm x 1.8mm), cerebrovascular vasospasm, and renal failure, underwent treatment involving a v-trak embolization coil. After placement of the embolization coil in the aneurysm, the physician detached the coil. Upon withdrawal of the embolization coil pusher, the coil migrated from the aneurysm into the parent artery. Cerebrovascular thrombosis and ongoing severe vasospasm were noted angiographically, and the pt ultimately expired.

Manufacturer narrative:
The delivery pusher was returned with the implant detached. The implant was not returned as it is within the pt. The delivery pusher was tested for electrical continuity and met spec. The attachment tether that holds the implant intact with the delivery pusher and the distal end of the pusher have evidence of being detached by the detachment controller as they are melted. The device introducer, detachment controller and microcatheter were not included for eval. The delivery pusher was found to have functioned to spec, and exhibited evidence of multiple detachment attempts. It is believed that the most likely reason for pt expiration was cerebrovascular thrombosis secondary to severe vasospasm secondary to presenting subarachnoid hemorrhage.